Manufacturer narrative:
Evaluation: inspection of the reported devices could not be performed as no items were returned. The device history and complaint history could not be completed as the device was not properly identified. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that, patient complains of on and off pain at the hip with certain movements.